Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medical products co., ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: the right armrest collapsed. He alleges the metal piece that holds the arm rest up does not have a clip, tooth or indentation to hold it into place. Patient fractured teeth and unspecified head, arm and leg injury.